Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported that the act button on the insulin pump was not responding when trying to rewind and prime. Customer stated she removed the battery and the buttons started working. Blood glucose value is 292 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.